Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing and noise due to a possible fracture which ultimately led to the patient receiving inappropriate therapy. The patient had also been experiencing diaphragmatic stimulation from the rv lead which could not be resolved with reprogramming. The lead was capped and replaced. Potential myocardial damage was indicated from troponin levels in the patient¿s blood work. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that an alert had been triggered on the lead for short interval counts (sic).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted 2011 (B)(6); 419688 lead implanted 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data received and analyzed indicated oversensing due to non-physiologic signals/short interval counts (sic) and that the criteria for the right ventricular lead integrity alert (lia) were met. (B)(4) lifetime ventricular sic were recorded beginning (B)(4) 2013. A lia triggered on (B)(6) 2014 due to meeting the requirements for non-sustained episodes (nst) and ventricular sic. There were 12 nst and 2 events of <(><<)> 220 ms cycle length recorded on (B)(6) 2014.